Manufacturer narrative:
Reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that upon arrival the device won't start. The log shows 1:24 error together with 16:7 error indicating the automated test cannot be completed. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Available details indicate that automated test cannot be completed and the ready for use status cannot be aligned with som (system on module) and processor pca (printed circuit assembly). The device was returned to philips for evaluation, and it was confirmed that the reported problem cannot be reproduced. However, a replacement device was delivered to the customer. Based on the information available and the testing conducted, we were unable to determine the cause of the reported problem. The reported problem was not confirmed.